Event description:
The journal, "58th annual meeting of japanese society of pediatric cardiology and cardiac surgery conference" , was reviewed. This article reported a case study of a 41 year old patient who was implanted with a 23mm sjm mechanical heart valve was successfully implanted at the age of 10 years old. The patient at the age of 5 had underwent a commissurotomy due to aortic stenosis and regurgitation. It was noted that the patient had been prescribed a regimen of carvedilol and enalapril maleate for declining cardiac function and mild trans-valvular leakage. The patient had a left ventricular ejection fraction of 40% and their condition was stable, with a new york heart association grade of 2. On an unknown date the patient was hospitalized due to acute heart decompensation, a calcified ventricular septal defect patch, and a perivalvular leak (pvl) at the stitch site of the mechanical heart valve, all detected via echocardiogram. The patient was additionally prescribed tolvaptan and enalapril maleate was replaced with an angiotensin receptor-neprilysin inhibitor. The patient's condition improved and the patient was discharged from the hospital 2 weeks later. However, it was noted that 9 days after discharge, the patient was re-admitted to the hospital due to recurring exacerbation of heart failure. A cardiovascular magnetic resonance imaging examination was performed and it was discovered that patient's left ventricular ejection fraction had decreased to 33% and that there were signs of diffuse left ventricular fibrosis present. The patient's left ventricular end-diastolic volume index was noted as being 151ml/m2. A replacement of the 23mm sjm mechanical heart valve and a perivalvular leak closure were considered, but not done because of the low cardiac function of the patient. Percutaneous closure of the pvl by embolic devices, or cardiac transplant were being considered although, the patient became dependent to catecholamine and passed away 2 months after readmission. [The primary author is takahashi, tatsunori md, yamagata university, 1 chome-4-12 kojirakawamachi, yamagata, 990-0021, japan].

Manufacturer narrative:
Date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of worsening heart failure, transvalvular leakage, paravalular leak and patient death was reported through a literature article. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or additional patient information was received for analysis. Information from the field indicated that the valve had been implanted for about 31 years. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.